Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14nov2018. (B)(4). No phone number provided the manufacturer¿s international service technician confirmed the reported display issue and replaced the user interface assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the display was not readable with the brightness value of 1. There was no patient involvement. The event date was not specified; estimate used.